Event description:
It was reported that on (B)(4) 2024, the patient was taken into emergency care for symptomatic atheromatous stenosis (recurrent tia (transient ischemic attack) of the sylvian artery. During placement of the subject guidewire and stent in the carotid siphon, the end of the subject guidewire broke off. It took 3 hours to retrieve the fractured fragment from the patient, considerably extending the total operating time (7 hours versus 1.5 hours under normal circumstances). On (B)(6) 2024 the patient experienced with monoplegia in the upper limb. No other information was provided.

Manufacturer narrative:
A6 ¿ race ¿ added. B1 adverse event/product problem - corrected: no ¿adverse event and product problem¿ b2 outcomes attributed to ae corrected: no ¿other serious (important medical events)¿ b3 event date: updated. B5 executive summary - updated. C2/d10 concomitant products grid: added. D4 expiration date ¿ added. D9 product available to stryker/ returned to manufacturer on: updated. H1 type of reportable event ¿ corrected: no ¿serious injury¿. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. F10/h6 device code grid - corrected from 'fracture' to 'no apparent adverse event¿. Clinical signs code grid- corrected to ¿no clinical signs, symptoms or conditions¿. Health impact code grid: corrected to 'no health consequences or impact¿. Upon further review, it was confirmed that the complaint pi# (B)(4) is duplicate with MFR #3012931345-2024-00176 (pi# (B)(4)) as the patient ID#, event details, event date, and product type of the pi# (B)(4) were captured under MFR #3012931345-2024-00176 (pi# (B)(4)). Please refer to MFR #3012931345-2024-00176 (pi# (B)(4)) for the continuation of the complaint process of the alleged issue associated with the devices. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that on (B)(6)2024, the patient was taken into emergency care for symptomatic atheromatous stenosis (recurrent tia (transient ischemic attack) of the sylvian artery. During placement of the subject guidewire and stent in the carotid siphon, the end of the subject guidewire broke off. It took 3 hours to retrieve the fractured fragment from the patient, considerably extending the total operating time (7 hours versus 1.5 hours under normal circumstances). On (B)(6)2024 the patient experienced with monoplegia in the upper limb. No other information was provided. Update: upon further review, it was confirmed that the complaint pi# (B)(4) is duplicate with MFR #3012931345-2024-00176 (pi# (B)(4)) as the patient ID#, event details, event date, and product type of the pi# (B)(4) were captured under MFR #3012931345-2024-00176 (pi# (B)(4)). Please refer to MFR #3012931345-2024-00176 (pi# (B)(4)) for the continuation of the complaint process of the alleged issue associated with the devices. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.